Event description:
During a laparoscopic hysterectomy, the flare detached and fell into the pt. It was recovered with no pt harm. The procedure was completed with another like device.

Manufacturer narrative:
The complaint is confirmed. The flare was not returned with the device. The flare is missing, and the jaw insulation is cut due to the missing flare and the jaws being retracted into the shaft. Flare detachment, adhesive bond failure between the flare and shaft.